Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. In addition, the customer reported not observing insulin coming from end of tubing during fill tubing. The customer reported a blood glucose level of 320 mg/dl, which was addressed with a correction bolus. During the call with tandem technical support, the customer was able to load a new cartridge successfully.